Event description:
Caller (customer's granddaughter) reported the middle digit on the display of the customer's adc blood glucose meter had missing segments. Caller further reported the customer experienced dizziness and restlessness and was visited by her nurse. The nurse used her own meter to check the customer's blood glucose and received a reading of 426 mg/dl. The nurse administered 65 units of lantus (long acting) insulin to the customer, which was an increased dose from the customer's usual dose of 30-35 units. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.